Event description:
The customer stated that elevated architect troponin-I results above the assay cutoff were generated for a female patient that tested "normal" at another laboratory. The customer stated that the cardiologist could not provide the exact method or result from the other laboratory but stated that the patient has a well-compensated cardiomyopathy. The patient's architect troponin-I results were 16.569 ng/ml (B)(6), 19.022 ng/ml (B)(6) and 16.42 ng/ml (B)(6). The architect results may be truly positive, but the customer was concerned because another method generated normal results. No additional patient information was available at this time. No adverse impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
Review of ticket trending and lot search data did not identify an increase in complaint activity related to the complaint issue. Accuracy testing was completed using retained kits of architect stat troponin-I reagent lot 80906un13. Acceptance criteria was met which indicates acceptable product performance. A deficiency was not identified as panel testing shows that the reagent lot performs per specification. There is not enough information to reasonably suggest a malfunction since retest of the original sample and two subsequent samples all produced positive results indicating a sample specific issue. Additionally, the customer indicated that the patient had a cardiomyopathy and per the expected values section of the architect stat troponin-I reagent package insert, any condition resulting in myocardial cell damage can potentially increase cardiac troponin-I levels.